Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon device interrogation, the atrial lead exhibited high thresholds and sensing anomaly. It was noted by fluoroscopy that the lead was dislodged. The lead was explanted and replaced successfully on (B)(6) 2014. The patients condition was good after the procedure.